Event description:
It was stated that the customer was hospitalized for high blood glucose levels and symptoms of diabetic ketoacidosis. The reported blood glucose reading was 775 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was unable to complete the prime test due to constant no delivery alarms. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.